Event description:
User experienced problems with glucose calibration and imprecise quality control. In addition, patient samples for glucose were reported out and had to be rerun. Amended results were sent to the floor. The user provided results for three patient samples, one patient sample gave discrepant results. The original glucose result was 109 mg per dl. Repeat testing was performed on the other core analyzer and the facility gave a result of 75 mg per dl. No patients were treated based on the reported erroneous results. The field service representatives determined the r1 nozzle dispense was dripping, the waste line on the rinse mechanism was clogged, and the sample probe was partially clotted. The field service representatives replaced the glucose nozzles, flushed the waste line, and replaced the reagent valve for glucose. They also replaced the sample probe, checked rinse and sample dispense and cleaned the stirrer paddles. To verify analyzer operation, the field service representatives primed reagent and ran calibration and qc.